Event description:
Symptoms and illnesses post op: breast pain and swelling, sclerosis, general malaise and chrome pain, chronic fatigue, restnessness, spondylosis, gross obesity, sleep disturbance, headaches, incontinence, rashes and eruptions, scoliosis, hypertrophic scarring, dysthmic disorders with stress and high blood pressure. Rptr has experienced a myraid of health issues. This has impacted adversly on her vocational and professional goals and leisure and social life, her safety, security and financial well being. Rptr is independence and selfcare are severlycompromised. She is permanently and totally disabled. Rptr has headaches, incontinence, ibs, digestive tract disturbance (hiatus hernia), acute burning and tingling pain in extremities, spasms and joint pain, bilateral carpal tunnel syndrome, fibrosis, osteoarthritic and degenerate spinal changes, numbness.